Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2006 the patient presented with back pain in the lumbar region. Previously the patient has had MRI of the lumbar spine, bone scan, cervical spine x-ray, thoracic spine x-ray. Review of systems: musculoskeletal: back pain constantly. Neurologic: sensory examination for pinprick in the lower extremities symmetrical hypoesthesias in a l5 distribution, 50% of normal, in a s1 distribution, 50% of normal cold temperature in the lower extremities symmetrical hypoesthesias in a l5 distribution, 50% of normal in a s1 distribution, 50% of normal: light touch intact and symmetrical in the lower extremities. Deep tendon reflexes: 2+ throughout the lower extremities. Pathologic reflexes: babinski response is negative. Psychiatric: the patient was awake and alert. Oriented x 4. The mood and affect of the patient seemed normal and appropriate to the situation. The fund of knowledge was within normal limits for age and educational background. (B)(6) 2006 the patient was administered a caudal epidural steroid injection. (B)(6) 2006 the patient presented for a follow up visit with a complaint of back pain. Review of systems: musculoskeletal: back pain constantly. (B)(6) 2006 the patient had a call wherein she was asked to get an MRI done, which showed no significant changes. She was asked to undergo injection therapy and stop physical therapy. (B)(6) 2006 the patient called the office for consultation. (B)(6) 2006 the patient presented for physical therapy session. (B)(6) 2006 the patient was admitted to the hospital. The patient presented with a chief complaint of low back pain and sciatica. She was diagnosed with lytic spondylolisthesis of l5-s1 disc disease and she was there for discectomy. The patient underwent the following procedure: anterior exposure of the l5-s1 disc space. Partial vertebrectomy of l5. Fusion l5-s1. Anterior interbody spacer placement. Autograft, bone morphogenic protein and allograft. A lifenet graft was used along with rhbmp2/acs. The endplates were decorticated with a rasp and an ebi ionic spacer was inserted about 15 mm in height, gaining good purchase on the end-plates. Bone morphogenic protein impregnated collagen sponges in addition to autograft and allograft were then packed around the central spacer to enhance arthrodesis. The fascia was then reapproximated with number #1 looped pds suture in running continuous fashion. The subcutaneous tissues were closed with 2-0 vicryl and the skin was closed with running subcuticular 4-0 vicryl suture. Mastisol, steristrips, t elfa and tegaderm were applied. Sponge and instrument counts were correct at the end of the case x3. She has had failed conservative therapy, including physical therapy and epidural steroid injections. She initially experienced a lumbar spondylolisthesis after a motor vehicle accident. Two fluoroscopic images from the operating room demonstrated a marker at the l5/s1 disc level on the first image. Subsequently, there was an interbody metallic disc prosthesis at l5-s1. (B)(6) 2006 the patient was diagnosed with lytic spondylolisthesis of l5 on s1 and disk degeneration with spondylosis. She underwent the following operations: total laminectomy of l5, fusion l5 to s1, instrumentation of l5 to s1, autograft, and epidural catheter placement. Intraoperative radiographs of ap and lateral upright views of the lumbar spine were taken. Findings/impression: there was fusion at l5/s1 with posterior plates, screws, an intervertebral cage body device, and bone graft in the posterior elements. Alignment was anatomic on the lateral view. On the ap view, there is mild left-convex scoliosis at l5/s1. No fractures or hardware complication. The sacroiliac joints appeared unremarkable. (B)(6) 2006 the patient was discharged to home in a good condition. The final diagnosis was lytic spondylolisthesis l5-s1. She was recommended to keep following up. (B)(6) 2006 the patient took some radiological tests which were compared with the intraoperative radiographs of (B)(6) 2006. Findings/impression: there was fusion at l5/s1 with posterior plates, screws, an intervertebral cage body device, and bone graft in the posterior elements. Alignment was anatomic on the lateral view. On the ap view, there was mild left-convex scoliosis at l5/s1. No fractures or hardware complication. The sacroiliac joints appear unremarkable. (B)(6) 2006 the patient took some radiological tests. Comparison was made with the prior films of (B)(6). Fused vertebrae and the prosthetic disc was unchanged. Elsewhere, the position of spine was unchanged. Impression: satisfactory position maintained. (B)(6) 2006 the patient presented for a comparative study of radiological reports. There was no evidence of hardware loosening. The intervertebral fusion device in the l5-s1 intervertebral space was noted once again and was found unchanged. The lumbar lordosis is preserved. Vertebral body and disc heights are preserved. Impression: no evidence of hardware complication, listhesis, or fracture. (B)(6) 2006 the patient presented for a comparative study of radiological reports. No change from (B)(6) 2006. (B)(6) 2007 the patient presented for a comparative study of radiological reports. No change from (B)(6) 2006. (B)(6) 2007 the patient presented with persistent low back pain. Her x-ray showed her anterior interbody fusion in good position at l5-s1 with posterior segmental instrumentation. It appeared that the l5 pedicle screw had broken through the endplate. She was recommended that she consider removal of the instrumentation and to perform a fusion exploration at the l5-s I level posteriorly. (B)(6) 2007 the patient presented with spondylosis/sda and complained of back pain. The patient was diagnosed with failed lumbar instrumentation. She had the removal of lumbar instrumentation. The patient underwent physical therapy. She also underwent the following procedures: fusion exploration l5-s1. Revision fusion l5-s1. Removal of segmental instrumentation. Autograft and allograft. The patient took a radiological test. Single intraoperative view was submitted which indicated removal of the l5-s1 pedicle screws and posterior fixation hardware. The l5-s1 interbody fusion device remained in place. There was stable mild anterolisthesis of l4 on ls (B)(6) 2007 the patient was discharged. (B)(6) 2007 the patient presented for a comparative study of radiological reports. No change from (B)(6) 2007. (B)(6) 2007 the patient presented for a comparative study of radiological reports. No change from (B)(6) 2007. (B)(6) 2007 the patient presented for a comparative study of radiological reports. No change from (B)(6) 2007. (B)(6) 2008 the patient presented for a comparative study of radiological reports. No change from previous test. (B)(6) 2008 the patient presented for CT spine. Comparison was made with the previous plain radiographs from (B)(6) 2008. Impression: mild stable grade 1 anterolisthesis of l5 on s1. Patient status post partial vertebrectomy with anterior interbody fusion device at ls-s1. Morselized bone graft posterior to l4-l5 and l5-s1 and anterior to the disc space of l5-s1. Mild central disc bulge at l4-l5. (B)(6) 2008 the patient presented for a comparative study of radiological reports. No change from previous test. (B)(6) 2008 the patient presented with low back pain. Review of systems: musculoskeletal: back pain constantly. Neurologic: sensory examination for light touch intact and symmetrical in the lower extremities. Deep tendon reflexes: 2+ throughout the lower extremities. (B)(6) 2008 the patient presented for an office visit. Procedures performed were : injection, w/wo contrast, dx/therapeutic substance, epidural/subarachnoid; lumbar/sacral; epidurography, radiological s<(>&<)>I; fluoroscopic guide/localization of needle/cath tip for spine/paraspinous diag/therapy inj procs (epidural, transforaminal epidural, subarachnoid, paravert facet joint, paravert facet joint nerve, or sacroiliac joint), incl neurolytic agent destruction; injection, methylprednisolone acetate; low osmolar contrast material, 200-299 mg/ml iodine concentration, per ml. The patient was diagnosed with lumbar postlaminectomy syndrome; lumbago; lumbosacral radiculitis. (B)(6) 2008 the patient presented for a comparative study of radiological reports. No change from previous test. (B)(6) 2008 the patient presented for an office visit. (B)(6) 2008 the patient presented for an office visit. The patient underwent the following procedures: injection/infusion/bolls, dx therapeutic substance, epidural/subarachnoid; lumbar/sacral (via catheter), fluoroscopic guide/localization of needle/cath tip for spine/para spinous diag/therapy inj procs (epidural, transforaminal epidural, subarachnoid, paravert facet joint, paravert facet joint nerve, or sacroiliac joint). Incl neurolytic agent destruction. (B)(6) 2008 the patient presented for an office visit. Review of systems: musculoskeletal: back pain constantly. . The patient underwent the following procedures: injection/infusion/bolls, dx therapeutic substance, epidural/subarachnoid; lumbar/sacral (via catheter), fluoroscopic guide/localization of needle/cath tip for spine/para spinous diag/therapy inj procs (epidural, transforaminal epidural, subarachnoid, paravert facet joint, paravert facet joint nerve, or sacroiliac joint). Incl neurolytic agent destruction. (B)(6) 2009 the patient visited the office for a follow up. No adverse effects or complications noted. (B)(6) 2009 the patient presented for a comparative study of radiological reports. There is again seen a metallic disc prosthesis at ls/sl. There had been no interval change. There remained very minimal grade 1 anterolisthesis of l5 over s1 which was stable. Post-laminectomy changes were seen posteriorly. No compression deformities were present. Five non-rib-bearing lumbar-type vertebral bodies were present. (B)(6) 2009 the patient presented for an office visit. Nerve conduction and emg test were taken. Findings: motor nerve conduction studies of bilateral tibial nerves revealed normal distal response amplitudes and latencies; maximal stimulation at the popliteal fossa could not be achieved due to patient's obese body habitus. Bilateral tibial f waves were normal. Bilateral peroneal motor studies were normal, including f waves. Sensory nerve conduction studies of bilateral sural nerves were normal and response amplitudes symmetric. Needle electromyography of selected bilateral lower extremity muscles representing l2 through 81 myotomes was normal. Paraspinal muscles were not examined in view of prior posterior laminectomies. Impression: normal study. There was no electrophysiological evidence for a generalized polyneuropathy, or for lumbosacral radiculopathies in either lower extremity. (B)(6) 2009, the patient presented for an office visit with low back pain. (B)(6) 2009 the patient presented for an office visit with low back pain. The following procedures were performed: injection, epidural, blood/clot patch, and percutaneous implantation. Neurostimulator electrode array, epidural, fluoroscopic guide/localization of needle/cath tip for spine/paraspinous diag/therapy inj procs (epidural, transforaminal epidural, subarachnoid, paravert facet joint, paravert facet joint nerve, or sacroiliac joint), inel neurolytic agent destruction, electronic analysis, implant neurostimulator: complex pulse generate/transmit w/iutraop/subseq. The following problems were assessed: other and unspecified disorders of the nervous system: accidental puncture or laceration of dura during a procedure, lumbar postlaminectomy syndrome. (B)(6) 2009 the patient complained of nausea, headache and soreness at the needle sight via a call.